Event description:
It was reported that the user's ilet bionic pancreas had a cracked screen that rendered the touchscreen unresponsive, and a replacement device was arranged. Blood glucose data remained unaffected and the user continued continuous glucose monitor (cgm) use with dexcom. Symptoms included no injury. Outcomes included device replacement, return instructions with a shipping label, shutdown guidance to prevent further alerts, and confirmation that data would not transfer to the replacement device, requiring standard startup procedures. Investigation included verification of the device serial number, shipping and return logistics, and confirmation that the device had been synced prior to shutdown. Investigation of this case revealed physical damage to the display and loss of touch functionality, while core glucose management and cgm data access were maintained. It was concluded, based on previously established findings for similar reports, that the issue was due to a damaged device screen, with resolution via replacement and planned return of the affected unit.